Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this right ventricular (rv) lead, poor sensing and pacing parameters were observed. An attempt was made to reposition the lead, but the helix would not extend. This lead was extracted and discarded prior to pocket closure. No adverse patient effects were reported.